Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for one unknown 2.7mm cortex screw. Part and lot numbers were not provided by reporter. Other¿UDI# is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had revision surgery due to two broken plates. Patient had an open reduction and internal fixation (orif) done on (B)(6) 2015 for a fractured distal humerus. At that time, patient was implanted with a variable angle distal elbow plate and a reconstruction plate. Postoperatively, patient returned to the clinic with a "floppy" arm. Images were taken and showed that both plates to be broken. Patient returned to surgery on (B)(6) 2016 for orif of right humerus. All hardware was removed and patient was plated again. Approximately 5mm of the tip of a 2.7mm cortex screw remained in patient's bone and surgeon opted not to retrieve it. It is unknown when the screw tip broke. The surgery was completed successfully with no surgical delay. The patient's postoperative status was reported as "ok." This report is for one unknown 2.7 mm cortex screw. This report is 3 of 3 for (B)(4).